Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated they had false low readings, which occurred the day the sensor had been inserted. She decided to eat sweets, but the readings stayed the same (cgm displayed low) so she checked her bg which was 395 mg/dl. The patient and her husband decided to inject an unspecified dose of insulin manually since her tandem pump was not integrated with the dexcom cgm. Prior to this she had felt fine with no symptoms. After the insulin she became disoriented and unable to speak or think properly due to apparent hypoglycemia from having received too much insulin. Her husband took her to the hospital, and they spoke with a medical specialist at the hospital, with her husband explaining for her. She was given glucagon and glucose gel and recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.